Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys he4 (he4) on a cobas e 801 analytical unit. The initial result was > 1500 pmol/l with a data flag. The repeat using a 20-fold dilution was < 300 pmol/l with a data flag. The repeat using no dilution was 41.1 pmol/l. The sample was repeated multiple times with no dilution, and the results were approximately 40 pmol/l. The questionable result was not reported outside of the laboratory. The lower results were believed to be correct.

Manufacturer narrative:
The he4 reagent lot number was 88561701 with an expiration date of 28-feb-2027. Qc was acceptable. The investigation determined the event was due to an issue with the installation of the tube reservoir assembly. After this was correctly installed, the customer had no further issues.